Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead was noted to have insulation damage near the distal end prior to being implanted. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal end/electrodes of the lead were bent. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The packaging for the lead was not returned. The sleeve at the distal end of the lead is bent at 56 cm. If information is provided in the future, a supplemental report will be issued.